Manufacturer narrative:
Device evaluated by MFR: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2209022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, all parts were correctly molded, stoppers were properly assembled onto the plunger, and no damage or other defects were observed in the syringe barrels. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were identified during manufacturing. Based on the available information we cannot identify a root cause at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe barrel was damaged and "filed down" in places, allowing air to enter the chamber and chemotherapy medication to leak out under the isolator. The following information was provided by the initial reporter, translated from french: "the cytotoxic reconstitution unit of our institution reports an adverse event that occurred on 08/02/23 during the use of ser 3p 50ml ll sslatex 300865, lot number: 2209022. Context: for the two syringes, the wall of the syringe was filed down in places, making the "chamber" not airtight. The first time it was air bubbles that entered the chamber, and the second it was chemotherapy product that was expelled in the iso as soon as the piston passed the split area. Action: stop using the syringe and change equipment. Consequence: cytotoxic agent splashed under the isolator: change of drape, handling gloves causing loss of time. Change of syringe".